Event description:
Bovie reported getting hot and bovie tip discolored- noted by surgeon, surgical resident, and surgical tech. New bovie machine acquired, replaced bovie pencil, sequestered original bovie from pack with paper for reference. Original bovie removed/replaced and sent to biomed after procedure due to location.